Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd with associated gas and nausea leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Patient experienced dysphagia before device implant that required dilations on at least 2 occasions. Uneventful anti-reflux procedure and device implant on (B)(6) 2012. Uneventful device explant (B)(6) 2016. Immediately after device explant the patient had a replacement linx device implanted. Patient is reportedly "doing great!" After implantation of a replacement linx device. Patient reports that nausea, acid reflux and heartburn have been resolved.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd with associated gas and nausea leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Patient experienced dysphagia before device implant that required dilations on at least 2 occasions; uneventful anti-reflux procedure and device implant on (B)(6) 2012; uneventful device explant (B)(6) 2016; immediately after device explant the patient had a replacement linx device implanted; patient is reportedly "doing great!" After implantation of a replacement linx device. Patient reports that nausea, acid reflux and heartburn have been resolved.